Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for radicular pain syndrome (radiculopathies) and spinal pain. It was reported that the patient was thinking their device was explanted and the pocket revised because their body had rejected the device. No device issues were reported. No further complications were reported or anticipated.

Manufacturer narrative:
After further review, explant of this ins was already reported in a prior regulatory report. Please see reg report #: 3004209178-2017-18289. A supplemental report will be sent in that reg report and all future updates related to this file will be submitted in that reg report. If information is provided in the future, a supplemental report will be issued.